Manufacturer narrative:
Additional information received indicated that phacoemulsification (phaco) tip samples were returned for evaluation however, it is unknown which report the samples belong to which event. Four phaco tips were returned for evaluation for the report of bent tip. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A photo was reviewed by the investigation site. The photo contains two containers, one with two phaco tips with no visible damage, and the other with one phaco tip with visible deformed cannula. Sample 1: the phaco tip was visually inspected and deemed non-conforming, wear on threads, flange corner and nut corner. Damage was observed between bevel outside diameter and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluated for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming, sample 2: the phaco tip was visually inspected and deemed non-conforming, wear on thread and flange corned. Damage was observed on cannula close to bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 3: the phaco tip was visually inspected and deemed non-conforming, wear on thread, damage observer in the bevel region. An additional test was performed to evaluate if the bend angle is in specification. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. Sample 4: the phaco tip was visually inspected and deemed nonconforming, wear on threads, wrench nut, underside nut and flange corner. Scratches observed on cannula near bevel region and bevel face. An additional test was performed to evaluate if the bend angle is in specification per the reported event of bent tip. The bend angle was measured and deemed conforming. An additional test was performed to evaluate for occlusion per the reported event of thermal injury/corneal burn, a flow test was performed and deemed conforming. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. During the manufacturing process, the phaco tips are inspected for acceptable bent angle. Due to the reported event of thermal injury/corneal burn and because a prolonged occlusion can cause thermal injury/corneal burn, an additional assessment for occlusion was performed; no occlusion was determined from this evaluation. A prolonged occlusion is detected by an audible tone. The evaluation does not indicated the reported events are manufacturing related. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece was received and a visual assessment of the returned sample revealed that the handpiece was third party repaired. Functional testing was not performed on this handpiece due to the third party repair. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The evaluation does not confirm the bent phaco tip as the samples returned were conforming for bent angle. The phaco tip observed with the cannula deformed in the photo was not received by the investigation site. The evaluation does confirm damage in the four (4) phaco tips returned, with visible signs of wear cause for possible use. How and when the damage occurred cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the patient experienced a mild corneal burn during a cataract procedure during the sculpting phase. The handpiece was exchanged and the procedure was completed. Additional information is not expected. This is two of four reports being filed for this facility.

Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample revealed that the handpiece was third party repaired. Functional testing was not performed on this handpiece due to the third party repair. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause of the reported event cannot be determined conclusively. (B)(4).